Event description:
It was reported to tyco kendall on 11/01 that a needle did not retract from safety lancet and a nurse sustained a needlestick. During discussion with the facility, the activation button was fully depressed, and the lancet retracted. This sample is pending.